Event description:
It was reported that: patient came in the care unit after a sigmoidectomy surgery. During the ventilation, evita xl gave "mv low" and "leakage" alarms. The hose system has been replaced and the intubation tubing was checked: the problem could not be solved. Serious desaturation of the patient during about 30 minutes, causing a worsening of hemodynamic condition. Patient died a few hours later.

Manufacturer narrative:
The log book analysis confirmed that the device has given "mv low" and "leakage" alarms the whole day and in the evening. Alarms have been silenced. The evita xl was checked on site and ventilated properly. Patient hose system and expiration valve being used during the event were not made available.